Event description:
The user facility reported that at the end of the patient procedure the back section of their 4085 surgical table began to lower without being commanded to do so. The procedure was completed successfully. No report of injury or procedure delay.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the table and found damage to the column shrouds and power supply of the table due to fluid intrusion. The 4085 surgical table is designed to meet ipx4 fluid resistance standards, and the normal fit of the table covers, along with the rtv sealant that is applied, will prevent fluid intrusion. In the event the amount of fluid present during the procedure exceeds the ipx4 standard, it is the user facility's responsibility to ensure the table is properly draped and/ or a fluid catchment device is utilized to limit the amount of fluid that may come in contact with the 4085 surgical table. The 4085 surgical table operator manual states (5-3), "some procedures performed on table mattresses or pads may involve excessive fluid exposure. Be sure to drape accordingly.". The operator manual further states, (5-10), "sealing table covers: whenever the table column cover assembly and/or table base cover are removed and then returned, the covers need sealed to prevent fluid intrusion to meet ipx4 requirements.". To resolve the issue, the technician replaced the power supply and shroud covers. The unit was tested, confirmed to be operating according to specification, and returned to service. The table subject of the reported event is not under steris service agreement for maintenance activities; the user facility is responsible for all maintenance activities. While onsite the technician counseled user facility personnel on the proper draping practices, maintenance, and not storing items on the base of the table. No additional issues have been reported.